Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag became disconnected from a cassette set during dwell one of five of peritoneal dialysis therapy. The technical service representative assisted with ending therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.